Event description:
Endoscopic knife would not cut/cauterize. Poem procedure in gi, hybridknife would not cut/cauterize/conduct energy at all. Tried replacing grounding pad and plugging/unplugging knife into generator.